Manufacturer narrative:
The device was discarded and not available for return to saluda for analysis. Without a returned device, it is not possible to reach a definitive root cause for the reported infection. The evoke scs system surgical guide states the following: "the risks associated with the implantation and use of a spinal cord stimulation system include: infection that may require hospitalisation with intravenous antibiotic therapy. The patient may require surgery (including revision, explant, and replacement) as a result of any of the above.". Per the reported event, the patient's device was explanted. Manufacturing records were reviewed and the device met all requirements for release.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection. The evoke system was explanted.